Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. User facility report was received from the intermacs registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the intermacs registry which stated that pump thrombosis was at the inflow stator. The lvad was explanted and replaced with another device (tah).